Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible through the exposed soft cannula. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing. However, the exact cause of the linkage-assembly related error and the needle failing to fully retract could not be conclusively determined. It could not be conclusively determined that the investigation findings of the exposed needle led to the reported skin irritation. No other damages to the bottom housing were found that would lead to a skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient had an infection at insertion site (not diagnosed) and that the cannula was too thick after wearing the pod between 4 and 24 hours on the arm. No issues were noted when applying a new pod.